Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the left motor is getting a brake fault error code which means a bad right motor.